Event description:
A customer contacted beckman coulter inc., (bec), and reported that their unicel dxc 800 pro synchron clinical system was generating reagent probe b motion errors. While troubleshooting the motion errors, the customer found that the drip well for reagent probe a was full of fluid indicating leakage from the reagent probe a. The liquid was cleaned and an attempt was made to re-set the instrument. While re-setting the instrument reagent probe a leaked fluid again. The issue was referred to a field service engineer. The leak was contained to the instrument. The operator was wearing personal protective equipment consisting of gloves, glasses, and a lab coat. The customer confirmed no erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found a small hole in the di water tubing that feeds the reagent probe collar wash. The fse noted that the hole was made by being rubbed through from a cable tie. The fse replaced the tubing to resolve the problem and was able to reboot the instrument to stop motion errors. The fse did not believe the motion errors were related to the leaking. Per the fse, the motor drivers may have locked and shutdown due to being moved back and forth numerous times. A shutdown and reboot resolved the motion errors. The leak in the tubing was caused by a flexible conduit that it and the wires go through; the conduit chafed the tubing. (B)(4).